Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and replaced the pneumatic module and performed test. All functional and safety checks performed to meet factory specifications passed.

Event description:
N/a

Manufacturer narrative:
Additional information: due to characterization limit e1 (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the balloon ruptured and blood went back into cardiosave intra-aortic balloon pump (iabp).